Event description:
I had mcghan 68 saline breast implants put in (B)(6) 2006. Several years after that I began having problems with digestion and my thyroid. In the years following I was eventually diagnosed with chronic fatigue, fibromyalgia, hashimoto's, lyme disease, (B)(6), cytomegalovirus, h pylori, debilitating headaches, neck and shoulder pain, mold toxicity, numbing and tingling in my arms and fingers, chest pain, anxiety, stomach acid deficiency, multiple digestive disorders, severe food allergies to most foods, and chronic immune deficiency. I spent (B)(6) of dollars in doctors appointments, hospital visits, IV therapy, ozone therapy, blood irradiation therapy, chelation, supplements and so much more trying to find out what happened to a healthy 40 something-year-old woman. In the fall of 2019, I was officially diagnosed with breast implant illness and had my implants removed via en bloc (B)(6) 2020. It's been six months since my surgery and nearly all of the symptoms have disappeared. I have my life back. Please take my testimony seriously. All breast implants harm. All, none are safe. I wish I would have known. I were told they were safe. I've lost at least the last 5 years of my life when symptoms were the worst but so glad to have them out. FDA safety report ID# (B)(4).